Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (hydromorphone) 3mg/ml for a total dose of 0.2396 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported on an unknown date that patient reported to healthcare professional (hcp) that the pump had moved more medial compared to where it was originally implanted. Company representative (rep) stated hcp did a dye study yesterday ((B)(6) 2016) to confirm everything was working normal, and no issues were found. No symptoms were reported. Event was reported to rep by hcp when they arrived at the pump study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.